Manufacturer narrative:
(B)(4). A corporate risk manager for the hospital indicated that the device behavior did not impact patient outcome. ECG strips or an electronic event file are not available for review by philips. The device and therapy cable were evaluated by the hospital's clinical engineering department. The reported symptom was reproduced. The issue was isolated to a faulty therapy cable. No that the customer's review of the device status log indicated a therapy cable failure on (B)(6) at 8"41 (the time of the event is not known). The customer replaced the therapy cable to resolve the issue. The device passed all testing by the customer and was returned to use. The therapy cable is not available for further evaluation by philips. Philips concluded that this represented a failure of the therapy cable.

Event description:
It was reported to philips healthcare that the device did not recognize that therapy cable was plugged into the disposable pads connected to the patient. Another defibrillator was used for patient care. The involved patient expired.